Event description:
It was reported during a da vinci-assisted surgical procedure, the instrument jaw was not opening and closing correctly. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has performed follow-up to request additional information related to the reported event. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lock clip applier instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The functional grip clip test was performed and failed. The clip did not release onto the plastic test tube as expected. The instrument was found to have the grip input cracked. As a result the instrument failed the clip test. The root cause of this failure is attributed to user. The instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input shafts. As a result the instrument failed the clip test. Improper cleaning during reprocessing most commonly causes this failure. The following was found during the device evaluation, but is not related to the reportable finding: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions signs of corrosion/contamination were found on the instrument bearings grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typical attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the large hem-o-lock clip applier (part# 470230-12/ lot-sequence# n10200113- 0205) associated with this event has been performed. Per this review of the logs, the large hem-o-lock clip applier was last used on (B)(6) 2022 during a cholecystectomy procedure on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.